Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that a death had occurred. In (B)(6) 2017 the subject presented with stable angina and was further referred for cardiac catheterization. Target lesion #1 was located in proximal left circumflex artery with 95% stenosis and was 8 mm long with a reference vessel diameter of 4mm. The lesion was treated with direct placement of a 4.00 x 20 study stent. Following, post dilatation, the residual stenosis was 0%. Target lesion #2 was located in proximal right coronary artery with 90% stenosis and was 4 mm long with a reference vessel diameter of 3.8mm. The lesion was treated with pre-dilatation and placement of a 4.00x12 study stent. Following, post dilatation, the residual stenosis was 10%. That same day, the subject was discharged on dual antiplatelet therapy. In (B)(6) 2018 the patient died. The cause of death is unknown and it is unknown if an autopsy was performed.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 09:00 am CT. The report number is being corrected from: 2134265-2018-63925 to: 2134265-2018-61817.

Event description:
Evolve short dapt clinical study it was reported that a death had occurred. In (B)(6) 2017 the subject presented with stable angina and was further referred for cardiac catheterization. Target lesion #1 was located in proximal left circumflex artery with 95% stenosis and was 8 mm long with a reference vessel diameter of 4mm. The lesion was treated with direct placement of a 4.00 x 20 study stent. Following, post dilatation, the residual stenosis was 0%. Target lesion #2 was located in proximal right coronary artery with 90% stenosis and was 4 mm long with a reference vessel diameter of 3.8mm. The lesion was treated with pre-dilatation and placement of a 4.00x12 study stent. Following, post dilatation, the residual stenosis was 10%. That same day, the subject was discharged on dual antiplatelet therapy. In (B)(6) 2018 the patient died. The cause of death is unknown and it is unknown if an autopsy was performed. It was further reported the patients death was reported during a telephone conversation with a family member, who did not wish to disclose further information. Stent thrombosis was also reported as possible through adjudication.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 01/11/2019 10:02 am CT. The report number is being corrected from 2134265-2018-63925 to 2134265-2018-61817.

Event description:
(B)(6) clinical study. It was reported that a death had occurred. In (B)(6) 2017 the subject presented with stable angina and was further referred for cardiac catheterization. Target lesion #1 was located in proximal left circumflex artery with 95% stenosis and was 8 mm long with a reference vessel diameter of 4mm. The lesion was treated with direct placement of a 4.00 x 20 study stent. Following post dilatation, the residual stenosis was 0%. Target lesion #2 was located in proximal right coronary artery with 90% stenosis and was 4 mm long with a reference vessel diameter of 3.8mm. The lesion was treated with pre-dilatation and placement of a 4.00x12 study stent. Following post dilatation, the residual stenosis was 10%. That same day, the subject was discharged on dual antiplatelet therapy. In (B)(6) 2018 the patient died. The cause of death is unknown and it is unknown if an autopsy was performed. It was further reported the patients death was reported during a telephone conversation with a family member, who did not wish to disclose further information. Stent thrombosis was also reported as possible through adjudication.